Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
Following treatment of a calcified lesion with a csi diamondback peripheral orbital atherectomy device (oad), the shaft of the device was noted to contain blood. The device was examined and it was verified that no saline was flowing through the shaft. It is unknown how long the device was operated without saline flow. There was no injury to the patient reported.

Manufacturer narrative:
The reported oad was received for analysis without the saline line or guide wire. A visual observation identified dried biological fluid in the handle assembly and saline sheath. The handle, saline line and nose cone assemblies were examined and found to be undamaged and intact. Water was flushed through the handle assembly with a syringe and was found to flow through the handle assembly, saline sheath and driveshaft without issue. As the original saline line was not returned for analysis it could not be determined if it contributed to the reported event. At the conclusion of the device analysis investigation, the device was found to function as intended with no anomalies noted. The report that saline was not flowing through the device was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).